Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be due to kinks, leaks or a component failure. The instructions for use offer further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go device had a false blockage alarm. It is unknown if a backup device was available to complete the treatment. No delay was reported and patient outcome is unknown. No further information provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.